Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported low drain volume alarm was not confirmed. The root cause was undetermined. . The lot number was not available; therefore the batch review was not performed.

Event description:
A customer contacted baxter's technical service center to report having a low drain volume alarm with the homechoice (hc) machine during initial drain. The technical service representative (tsr) advised the home patient (hp) to check the line for kinks, fibrin and air bubbles. The hp stated the patient line had air bubbles. The tsr assisted the hp in ending therapy. The hp advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.